Event description:
It was reported that the external pulse generator (epg) displayed an error message during the self test phase of the start up. Technical support (ts) explained that this could be due to a depressed key, or pressing the pause key during the self-test. Caller had already removed battery and error cleared. Serial number is unknown. The epg is working as designed and remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)